Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt). The physicians placed the patient on oral anti-coagulation (oac). A follow up tee will be performed in two (2) months. No further interventions were reported.

Manufacturer narrative:
Procedural media was provided and reviewed by boston scientific quality engineer. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Manufacturer narrative:
D6a: date estimated using event date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt). The physicians placed the patient on oral anti-coagulation (oac). A follow up tee will be performed in two (2) months. No further interventions were reported.